Event description:
It was reported that the customer's reservoir contained air bubbles bigger than the size of champagne bubbles. Customer stated they had rewound the insulin pump with the reservoir in place one time. The customer was assisted in priming the air bubbles out. The insulin had been stored in a refrigerator. Customer was advised it should be stored at room temperature to prevent gassing out when it warms in the pump. Air bubbles persisted after set change. The customer was reminded to reset fixed prime to the cannula prime amount for applicable infusion set. Customer stated the air bubble did not move while filling the cannula. It was advised to change out the entire infusion set, as it may not have been an air bubble. Customer's blood glucose was not known. The customer agreed to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.